Event description:
A customer observed imprecise phbr quality control results while using the vitros 5,1 analyzer. Pt samples were not being tested at the time of the event. Biased results of the magnitude and direction observed may lead to inappropriate physician action should they occur on pt samples. There was not a report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event concluded that imprecise phbr results were occurring. An ocd field engineer investigated and repairs were made to the immunowash module of the vitros 5,1 chemistry system. Following service, the issue was resolved and expected results were obtained. There was no allegation of pt harm as a result of this event. The root cause of the event was instrument related.